Manufacturer narrative:
No button error alarm was noted. The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at a reservoir tube window corner.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer attempted to deliver a bolus, but the numbers kept scrolling. The customer's blood glucose was 6.6 mmol/l. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan. Advised customer that a replacement insulin pump would be available. Advised to contact healthcare provider regarding their basal and bolus rates. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.